Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 485 to 500 mg/dl. The customer experienced the symptoms related to high blood glucose such as nausea and sluggish. Customer declined to continue insulin pump troubleshooting for possible causes of high blood glucose. The customer stated that they had insulin no delivery alerts as well and she changes her set when she receives those. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.